Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a bench test, "very high leakage current" was detected. When the heater is on, 1600ua plus was verified. By disconnecting the heater, it drops to 14ua. No patient involvement. No adverse effects have been reported.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found that the device was received with scratches on the front cover. Enclosure was cracked under the quick connect. There was a large strip of velcro on the side that they have holding the line cord. The line cord is discolored. Quick connect was corroded. Pole clamp was discolored. Device had an outdated printed circuit board (pcb) and power switch. Functional testing found the device failed. When investigators disconnected the heater, the device passed testing. Root cause was attributed to a faulty heater. What caused the condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.